Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.; the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 12mm x 3.75mm nc quantum apex balloon catheter was advanced to dilate the lesion. Post dilatation was performed using a non bsc product after deploying a non bsc product also. The balloon was inflated first at 12 atmospheres and on the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.